Event description:
It was reported during the procedure that when the subject stent was delivered to the tail end of the microcatheter encountered resistance and it could not be advanced further. During adjustments, the stent delivery wire separated from the stent causing premature deployment. The physician then withdrew the entire stent system and completed the procedure using a dual microcatheter technique. There were no clinical consequences to the patient.